Event description:
A customer reported obtaining unexpected negative reactivity on galileo echo (B)(4).

Manufacturer narrative:
A review of the image result files showed that reactions appeared as reported by the echo instrument. In-house testing confirmed the presence of the jkb and fya antigens on retention product. The customers submitted sample was tested on the echo and negative results were obtained. The instrument is operating according to specifications.